Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2023: 430 mg/dl at 5:00pm, 136 mg/dl at 5:10pm. (B)(6) 2023: 420 mg/dl at 5:00pm, 115 mg/dl at 5:10pm. (B)(6) 2023: 415 mg/dl at 5:10pm, 134 mg/dl at 5:20pm.